Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2020 a (B)(6) male patient underwent an off-pump stand-alone left atrial appendage (laa) management procedure. During procedure to gain access to laa for placement of device, the surgeon placed umbilical tape to retract phrenic nerve to move it out of way and atriclip pro235 was successfully placed. When removing the device applier, it caught on the umbilical tape and punctured the side of the left atrium. The surgeon tried but was unable to obtain hemostasis, at that point a median sternotomy was performed, and the tear was stitched with sutures. The patient is recovering well. There was no reported device malfunction, and the adverse event was the result of a procedural complication.